Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. Evidence indicates this was due to usage wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
During service and repair pre-testing, it was observed that the motor device "had no pressure release valve (prv) and runs while the safety was on". The event was not related to surgery. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.